Manufacturer narrative:
The reported complaint of the autopulse platform (serial #: (B)(4)) encoder driveshaft required excessive force to rotate back to zero position was confirmed during functional testing. The root cause of the reported complaint was due to a defective clutch plate, likely attributed to a defective component. Visual inspection of the autopulse platform was performed. It was noted that the front and bottom enclosures have multiple cracks, and the load plate cover defected with the hole that affects the watertight seal, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling, such as a drop. The damaged enclosures and load plate cover needs to be replaced to address these issues. The autopulse passed the initial functional test without any fault or error. During archive dat review, no significant discrepancies were found. Upon further functional testing, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, thus confirming the reported complaint. The clutch plate was removed and inspected, the burrs in the hex was cut out. The clutch plate was deburred to remove the sharp edges from all 12 hex edges of the armature plate. However, after the clutch plate has been deburred, the encoder drive shaft still does not rotate freely. The root cause of the reported complaint was due to a defective clutch plate. The clutch plate needs to be replaced to remedy the functional defect. Waiting for customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
After patient use, customer reported that the autopulse platform (serial #(B)(4)) driveshaft required excessive force to rotate back to "home" position. No patient involvement.